Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo device. The customer attempted to take oxygen into the oxygen blending module from an oxygen cylinder. After that, they reconnect the device to the piping and used it but the alarm kept sounding. The device was replaced with the same model. The device was being used with the fio2 set to 30% while connected to the piping but that it might not be coming out. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the specified alarm could not be duplicated during the operational check. The manufacturer's service technician confirmed an oxygen blending module (obm) valve failure error, an o2 flow railed low error, and an o2 flow stuck error in the device's event log. The obm sub assembly valve and the obm harness were replaced to resolve the issue. Additionally, an o2 pressure railed low error occurred and was resolved by the replacements stated above. Two voltage failure error codes were found in the event log that indicate a power failure. The system printed circuit assembly (pca) board was replaced to resolve the issue. The silver frame around the power button was missing and therefore the vanity cover assembly was replaced. Increased operation noise was observed, and the lower cooling fan was replaced. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.